Event description:
On 12/3/96, the following was reported: the iab was inserted into the patient on 11/9/96. On 11/10/96 after iabp for 24 hours, the patient was turned and "flx specks" (blackish dots) were noted in the gas shuttle tubing. Upon further inspection, dark red "dust" lightly collected at the junctions of the tubing, all the way to the motor insertion junction. The pump never registered a problem. No alarms sounded. There were no complications reported from the event. The patient went on to expire on 11/14/96. Event complications: none from the event - reported 11/14/96, 12/3/96. Patient's current status: expired - rpt'd 12/3/96.

Manufacturer narrative:
Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.